Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote balloon was advanced for dilatation. However, during inflations at 10 atmospheres in 30 seconds the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote balloon was advanced for dilatation. However, during inflations at 10 atmospheres in 30 seconds the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the target lesion was located in superficial femoral (sfa) artery.